Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered an issue where the patient orders were not crossing over to the two new stations, thereby preventing users from accessing the medications. This incident resulted in a delay in patient care of about 2 hours and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing over to the station due to the user being unaware of its functionality. A technical support specialist confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.